Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The husband of a customer reported via phone call that two weeks ago, his wife was in the hospital for high blood glucose and diabetic ketoacidosis. The customer indicated that the meter was not giving the correct readings for the blood glucose, it was just saying that they were high. Customer declined to troubleshoot and believed that it may have been a site issue. No further information was provided.